Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (166 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation of the returned pump is currently ongoing and a report will be provided as soon as available.

Event description:
Berlin heart gmbh was informed by our south korean distributor of a suspected reduced pumping function in the left excor blood pump of a patient supported in the lvad configuration. The affected blood pump was exchanged by trained personnel at the clinic. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
During initial visual examination of the returned blood pump, an air cushion was detected between membrane layers. The pump was then disassembled for further testing and the membrane layers were individually examined. In the air-side layer and the middle layer of the triple layer membrane leakages were detected. The leakages in the air-side layer were located along the rolling radius of the stabilization ring. The leakages in the middle layer of the membrane were located near the center and the edge region of the membrane layer. The blood-side layer was found to be intact. Graphite agglomerates were detected between the membrane layers. The thickness of the individual membrane layers of the returned blood pump was re-measured at fixed points. The thickness of the individual layers, at all the fixed locations in the air-side layer and middle layer of the triple layer membrane, was found to be within specification. The customer complaint was confirmed. The cause of the leakages in the air-side layer and the middle layer was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer and middle layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and emptying).